Event description:
The lead was capped and will not be returned for analysis.

Event description:
New information notes that lead dislodgment, perforation and lead fracture were observed on the previous capped rv lead. Lead was recapped and remains implanted. Patient was discharged in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had multiple vf diagnoses due to noise on the lead. The lead was explanted.